Event description:
The customer reported to olympus medical that the endoeye flex deflectable videoscope leaked from the insertion section. The device was returned to olympus medical. Inspection showed the adhesive around the objective lens was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. Inspection of the returned device confirmed the insertion section was leaking from a pinhole. In addition to the insertion section leak and the peeling adhesive near the objective lens, the adhesive around the bending section was chipped, the video connector case was cracked and the bending tube was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The peeling adhesive around the objective lens was likely caused by either chemical and/or mechanical stress at that area. However, the specific cause of phenomenon could not be identified. Olympus will continue to monitor the field performance of this device.